Event description:
Customer alleges pilot balloon line has leak. The tube failed after 14 days of use. It would not hold air. Customer states that the leak is in the pilot line at the point where it enters the outer cannula. Patient was recannulated with a new tube.